Event description:
It was reported that the device was checked and the result was that the charge circuit was inactive and the pacing mode is off with no other parameters noted. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was checked and the result was that the charge circuit was inactive and the pacing mode is off with no other parameters noted. It was further reported that the device had a solid audible tone, could not be interrogated, the device was at eol (end of life), had a charge circuit time out, and the battery voltage was 2.20 volts. Follow up with the clinic noted that the patient has dementia and that the family decided against replacing the device. Current status of the device is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.